Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was unable to prime the pump. The patient had developed a blood glucose between 250 and 500 mg/dl, with extreme drowsiness. Patient received telephone advicse from an hcp and continued on pump. This compllaint is being reported because the issue may have resulted in a long term cessation of insulin delivery and the patient developed hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: . The complaint was verified in the history but could not be duplicated during testing. The black box shows two loss of primes with zero force on (B)(6) 2016 at 18:48 & 18:49. The black box shows an unexplained por (power on reset) on (B)(6) 2016 20:17.. Pump was powered back on (B)(6) 2016 06:56 but not primed & no deliveries were made. Then pump was powered off at 07:10. Deliveries resumed on (B)(6) 2016 11:10. An unexplained por was observed on (B)(6) 2016 06:40; deliveries never resumed.. An ezprime sequence and a 24 hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force..#4. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..#5. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found.